Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 295 mg/dl, and the meter bg reading was 72 mg/dl. As a result of the inaccuracy, customer¿s bg decreased to less than 40 mg/dl and customer received assistance to consume juice and carbohydrates in attempt to resolve the low bg. Emergency medical services (ems) were called and transported customer to the emergency room (ER), where customer was administered intravenous glucose. Customer was released from the ER approximately 5 hours later with no permanent damage, and the issue resolved. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.